Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were stiff, host tissue and calcification restricted leaflet mobility and led to stenosis. Additional manufacturer narrative: customer report of stenosis and sclerosis was confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the results of the device evaluation and information received the host tissue and calcification restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm aortic pericardial valve was explanted due to severe aortic stenosis and sclerosis after an implant duration of seven (7) years, five (5) months, twenty-eight (28) days. The 19mm aortic pericardial valve was replaced with a 19mm non-edwards mechanical valve. It was reported that the patient also had a 28mm annuloplasty ring that was implanted in the mitral position at the time of the 19mm valve implant and now has mild to borderline moderate mitral regurgitation. It was reported that the annuloplasty ring remains implanted and did not require intervention. The 19mm pericardial aortic valve is reported to be available. Through follow up with the healthcare provider it was learned that the mitral regurgitation, which had been present prior to the aortic valve replacement, was markedly decreased to very mild. The patient was taken to the intensive care unit (ICU) in stable condition.